Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-1593-p swivelock®, batch 15392837, exhibiting a broken anchor. Based on the information provided ¿ including available photographic evidence, event description, and field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misuse, specifically misaligned insertion and prying or levering of the device during use, which likely resulted in excessive mechanical stress and subsequent anchor breakage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that during the insertion of a swivelock from ar-1593-p secondary fixation with peek swivelock implant system, the anchor broke. The included spade-tip drill and 4.75 mm tap were used, and proper technique was followed to insert four fiberwire suture limbs from a btb autograft using the swivelock for backup fixation during an acl reconstruction procedure on (B)(6) 2025. The anchor was approximately one-quarter of the way inserted when it suddenly ¿popped¿ and broke. The surgeon reversed direction, removed the remaining portion of the anchor from the inserter, and pulled out the eyelet and sutures. All pieces were successfully removed, and the case was completed using a product from another manufacturer.